Event description:
On 05/02/2025, it was reported by a sales representative via (B)(4) that an 0349-100 2.8mm drill guide and a 4040-000 calibrated drill were both damaged. No further information was provided. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6: one unpackaged 4040-000 calibrated drill was received for investigation. Visual evaluation of the returned device noted significant damage to the device with superficial scratches and indentations observed. It was further noted that the device was received stuck within an 0349-100 2.8mm drill guide and the tip of the device was broken. The most likely cause for the observed damage can be attributed to misuse due to mishandling/use error. The most likely cause for the stuck 4040-000 calibrated drill can be attributed to user error due to prying/leveraging of the mating instrument within the cannulation of the 0349-100 2.8mm drill guide. The most likely cause for the broken tip can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use. Refer to investigation photos.